Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 22oct2018 in the b.5. Field.\ no further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device had a malfunction and did not deliver her insulin. She experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This solicited retrospective maternal case, reported by a consumer who contacted the company via patient support program (psp), concerns a 30-year-old female patient of unknown ethnicity. Medical history included current pregnancy, type I diabetes approximately since 2004 and gestational diabetes. She had 4 previous pregnancies out of which two pregnancies resulted with preterm birth at 36 weeks of pregnancy and 2 pregnancies resulted with abortion. She had diabetes history during previous pregnancies. She took insulin aspart and insulin detemir when she was unmarried. Concomitant medications were not reported. The patient received human insulin (rdna origin) (humulin r) unknown formulation and human insulin isophane suspension (rdna origin) (humulin n) unknown formulation, at unknown dose in morning, noon and evening subcutaneously, for the treatment of unknown indication beginning on an unknown date during fifth pregnancy, using a reusable humapen ergo ii device. On an unknown date, while on human insulin and human insulin isophane suspension, she realized that her morning dosage of insulin could not be delivered to her due to some device malfunction (product complaint (B)(4), lot unknown). She became ill as her blood glucose level increased to 600 to 700 and she lost weight. She went to doctor and realized that device had malfunction. Physician suggested hospitalization but she did not accept to hospitalization and demanded serum treatment. She received unspecified serum therapy every day. The date of her last menstrual period was not provided. The estimated due date was calculated as (B)(6) 2019. Information regarding additional corrective treatment, outcome of events and status of human insulin and human insulin isophane suspension treatment was not provided. The user of the humapen ergo ii and his/her training status was not provided. The general humapen ergo ii duration of use was not reported. The suspect humapen ergo ii duration of use was not provided. The suspect device with pc (B)(4 )was not returned to the manufacturer. The reporting consumer did not provide any opinion of relatedness between the events, human insulin and human insulin isophane suspension treatment. The reporting consumer considered events as related to humapen ergo ii. The exposure event was entered for tracking purposes. This case was cross linked with following case: (B)(4). Edit 12oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17-oct-2018: additional information received on 12-oct-2018 from responsible complaint personnel (rcp) and pc was processed and added to narrative accordingly. No more changes were made to the case. Update 22oct2018: additional information received on 22oct2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot number of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited retrospective maternal case, reported by a consumer who contacted the company via patient support program (psp), concerns a (B)(6) female patient of unknown ethnicity. Medical history included current pregnancy, type I diabetes approximately since 2004 and gestational diabetes. She had 4 previous pregnancies out of which two pregnancies resulted with preterm birth at (B)(6) of pregnancy and 2 pregnancies resulted with abortion. She had diabetes history during previous pregnancies. She took insulin aspart and insulin detemir when she was unmarried. Concomitant medications were not reported. The patient received human insulin (rdna origin) (humulin r) unknown formulation and human insulin isophane suspension (rdna origin) (humulin n) unknown formulation, at unknown dose in morning, noon and evening subcutaneously, for the treatment of unknown indication beginning on an unknown date during fifth pregnancy, using a reusable humapen ergo ii device. On an unknown date, while on human insulin and human insulin isophane suspension, she realized that her morning dosage of insulin could not be delivered to her due to some device malfunction (product complaint (B)(4), lot unknown). She became ill as her blood glucose level increased to 600 to 700 and she lost weight. She went to doctor and realized that device had malfunction. Physician suggested hospitalization but she did not accept to hospitalization and demanded serum treatment. She received unspecified serum therapy every day. The date of her last menstrual period was not provided. The estimated due date was calculated as (B)(6) 2019. Information regarding additional corrective treatment, outcome of events and status of human insulin and human insulin isophane suspension treatment was not provided. The user of the humapen ergo ii and his/her training status was not provided. The general humapen ergo ii duration of use was not reported. The suspect humapen ergo ii duration of use was not provided. The suspect device with pc (B)(4) was not returned to the manufacturer. The reporting consumer did not provide any opinion of relatedness between the events, human insulin and human insulin isophane suspension treatment. The reporting consumer considered events as related to humapen ergo ii. The exposure event was entered for tracking purposes. This case was cross linked with following case: (B)(4). Edit 12oct2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.